Event description:
Report received of an incident involving a tubing separation of a pump set. The pt was hospitalized on the micu, no other pt information was known by the reporter. The reporter could not confirm the initial report of kcl infusion via the tubing set which was connected to an unspecified central line. The reporter stated that the tubing separation occurred in the area where the tubing is glued inside the plastic portion of the y-site, below the clave port. When discovered, blood was noted to have backed up the line and dripping from the lumen of the central line. The nurse aspirated the lumen of the central line to check patency and changed out the set without further incidence. There was an unspecified amount of blood loss, but no tests were required. There was no reported pt harm or adverse pt effects. Although requested, no additional info was available.